Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was likely due to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following implant, the patient experienced face palsy which was noticeable on the right side of their face when they open their mouth. There was no change to the face palsy when the therapy was temporarily turned off and it was thought to be a result of the trauma from surgery. As of (B)(6) 2024, there was no treatment or intervention planned.

Event description:
A barostim system was implanted on (B)(6) 2024. Following implant, the patient experienced face palsy which was noticeable on the right side of their face when they open their mouth. There was no change to the face palsy when the therapy was temporarily turned off and it was thought to be a result of the trauma from surgery. As of (B)(6) 2024, there was no treatment or intervention planned, and the patient did not follow-up with their physician as recommended. As of (B)(6) 2025, the patient had residual facial palsy, but it was improving, and the patient was noted to be doing well.

Manufacturer narrative:
Updated fields. Cvrx ID# (B)(4).